Event description:
It was reported that the patient underwent cystoscopy under general anesthesia on (B)(6) 2025. At 04:15 on (B)(6) 2025, the patient complained of abdominal distension and discomfort. The foley catheter was checked and found to have slipped off by itself. The catheter was checked and found to be intact. The doctor was informed. The catheter was retained again, and light-yellow clear urine was drawn out. The patient continued to be observed. The incident did not cause any adverse effects on the patient and was immediately reported to the head nurse. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction- b, d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent cystoscopy under general anesthesia on (B)(6), 2025. At 04:15 on (B)(6), 2025, the patient complained of abdominal distension and discomfort. The foley catheter was checked and found to have slipped off by itself. The catheter was checked and found to be intact. The doctor was informed. The catheter was retained again, and light-yellow clear urine was drawn out. The patient continued to be observed. The incident did not cause any adverse effects on the patient and was immediately reported to the head nurse. No medical intervention was reported.